Event description:
It was reported that the patient had their scs lead explanted due to ineffective therapy. Explant date is unknown.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The event of a patient undergoing a surgical procedure where a thoracic lead was placed was reported to abbott. The patient had the original system explanted some time ago. The patient reported it took place years ago but did not know an exact date. The patient said the system wasn¿t providing adequate pain relief. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.